Manufacturer narrative:
Other, a device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. A product sample was received for evaluation. Visual and functional testing were performed. Device was received in with a bowed faceplate and a rattle heard internally. Device had a continuous flow and did not cycle. Replaced input manifold kit. The root cause of the reported issue was found to be a damaged timing valve end cap. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).

Event description:
It was reported that the valve might be stuck. No patient injury was reported.